Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported while on impella 5.5 support that the automated impella controller¿s (aic) battery level dropped from 100% to 50%. It was suggested that the physician swap out the console to address the issue, however the physician declined. It was unknown what aic unit had the battery issue.

Manufacturer narrative:
D4: UDI, serial, model, catalog and lot numbers are unknown. H4: manufacturing date is unknown. The automated impella controller was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.